Event description:
The side rail panel partial detachment from the citadel plus bed frame was detected by the arjo representative. Two screws holding the panel to the metal plate of the foot end side rail were ripped off, while remaining two were twisted and almost pulled out. The device was not in use by a patient at that time. No injury was claimed.

Manufacturer narrative:
It was determined that the bed frame was damaged while in arjo service centre, not at the customer¿s facility. The width extensions in the head end section of the bed were extended, the width extensions in the foot section of the bed were not extended. The collision caused that two screws holding the panel to the metal plate of the foot end side rail were ripped off, while remaining two were twisted and almost pulled out. The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. According to citadel plus instructions for use (IFU, 831.374 rev. I, extract attached): ¿to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or all width extensions on both sides are in the same position.¿ IFU also include information: the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or an approved service agent should be contacted. Sum up, it has been determined that the side rail became damaged due to collision with the width extension. The bed frame was damaged, therefore the arjo device did not meet specification. There was no indication that the bed frame was in use by a patient at that time. The complaint was assessed as reportable due to the partial detachment of the side rail. No injury was claimed.